Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the pin measuring 13.0 cm was returned for analysis. External abrasion breaching the outer insulation and exposing the outer coil was noted at 10.0 ¿ 10.3 cm from the connector pin. The damage observed was consistent with friction to the device can. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.